Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The st aia-pack tsh 3rd gen analyte application manual states the following: specimen collection and handling. Serum is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. A venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. The sample required for analysis is 100 ul. The st aia-pack ft4 analyte application manual states the following: specimen collection and handling. Serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, bring frozen samples to room temperature (18 - 25 °c) slowly and mix gently. The sample required for analysis is 10 ul. The most probable cause of the reported event was due to operator error during sample preparation.

Event description:
A customer reported two patients with <l results on ft4 and tsh (refer to MFR report #: 8031673-2019-00238) on the aia-900 analyzer. Customer states the samples have been tested in the lab and sent out to a reference lab for confirmation and the results did not match. The customer claimed only normal result was sent out. Technical support specialist (tss) followed up with the customer and customer confirmed no further issues had occurred. Tss advised the customer to check for fibrin and rerun samples whenever the patient results don't match, to rule out any sampling issues. No further action required from tosoh. The aia-900 analyzer is functioning as expected. There was no indication of patient intervention or adverse health consequences due to the discrepant free thyroxine (ft4) and thyroid stimulating hormone (tsh) patient results.